Event description:
Three tracheobronchial stents attempted to be inserted, but were unable to complete. First stent was defective and did not deploy, second and third stents were deployed but both moved, so were removed by md.